Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was told that the leads were detached. Boston scientific technical services (ts) then discussed that if the leads were dislodged it may not function properly. This ra lead remains in service. No adverse patient effects were reported.